Manufacturer narrative:
Livanova deutschland received the centrifugal pump 5 (cp5) which was involved in the reported event for further investigation. During the evaluation the device worked according the specification. As the reported issue could not be confirmed on the returned pump, the clamp, another component of the system, was requested back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
During the investigation of the level sensor and the sensor module level monitoring no deviations could be identified. All parts worked according the specifications. The electric remote clamp was also returned for further investigation. The reported issue could not be confirmed, however during the visual inspection blood spots and dried saline solution were identified inside the clamp. A service history check did not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial.

Manufacturer narrative:
Livanova deutschland manufactures the sorin c5 system. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova deutschland learned that the unit is not in use at the moment until replacement of the components. The device has been requested to be returned for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not yet begun.

Event description:
Livanova deutschland received a report that on a sorin c5 system, at the end of the procedure, the level was gone below the limit and the clamp didn't close. There was no report of patient injury.